Event description:
Maquet sa has been notified that a surgical light configuration fell down. One week before the incident during a surgical procedure, one of the down tube screws of the surgical light sheered off and hit a surgeon on the head. The hospital's biomedical engineer examined the light and found a screw missing. The biomedical engineer is reported to have recommended to shut down the operating room while the replacement screws were ordered. However, the or staff went and used the operating room. When the light fell down, one employee was struck in the shoulder and another employee was also alleged to have suffered abrasions. (B) (4). (B) (4).

Manufacturer narrative:
After the technical eval and the declaration made by the hospital, the root cause of this adverse event is a lack of maintenance on an old surgical light system. A maquet technician went in the hospital to investigate this incident, during the inspection other operating rooms were checked. All the operating rooms checked were found to have either missing parts or loose down tubes bolts. During the insertion, the service team replaced all bolts and secured them in place. According to the maquet maintenance program (B) (4), it is requested to check all the screws on the suspension tube. This maintenance should be yearly done by qualified personnel. Maquet has never serviced the lights in this hospital. The hospital elected to have maquet replace the unit that fell with a new lighting system. This work was completed on 09/10/2009. Maquet, inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.